Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis, with a blood glucose reading of 378 mg/dl. The customer experienced vomiting and chest pain. The customer also reported a high white blood cell count. Troubleshooting was performed, and the insulin pump was programmed correctly. Found several no delivery alarms in the alarm history. The insulin pump passed the prime test, but the customer didn't have the tubing clamp for the high pressure test. Advised the caller that the tubing clamp would be shipped to her. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.